Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient could not get their stimulator to work and it was dead. The issues had been going on for a couple of months at the time of the report. The patient¿s ¿machine¿ said it was full but they didn¿t feel stimulation and they could not change their settings. The patient got their recharger and the icons all showed and the patient had all 8 coupling bars. The implantable neurostimulator (ins) battery was charging between 0 and 25%. The patient met with a manufacturer representative on (B)(6) and it was found via x-ray that the patient¿s cervical lead was fractured. The patient had pain at the lead location. Impedance testing was performed at the meeting. The lead was going to be replaced in the future and they were in the surgery authorization process at the time of the report. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.